Event description:
Rec'd report of overdelivery of morphine per practitioner. A nurse was replacing a pt's morphine vial (concentration of morphine was 5mg/ml). In doing so, she had placed the vial into the cradle but had difficulty fitting the vial into the lower flange. While changing the tubing, the practitioner had not used the slide clamp to clamp off the tubing. After she got the vial into the cradle, the pt complained of nausea and then respiratory arrested. The pt was given narcan and was intubated and placed in the intensive care unit overnight. The next day the pt was extubated without sequelae and discharged home. In checking the vial after the event found 75mg of morphine had been delivered. Hosp personnel stated that they believe it was the nurse's technique in replacing the vial that caused the event. Biomedical personnel stated no problem was found when they tested the pump, and it was released back to the floors.